Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, the pump was in the customer's pocket when the alarm occurred. Contact believes the reason for the alarm was due to something in the customer's pocket pressing up against the button. Customer experienced an elevated blood glucose (bg) level of 260 mg/dl. Customer delivered a bolus to stabilize elevated bg level. During troubleshooting with tandem technical support, it was recommended for the customer to try to switch pockets, to keep one pocket clear of other items, or to try to wear the pump in the case outside of the pocket to resolve issue; the contact acknowledged and will call back if the issue occurs again.